Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by no care coordination engine related alert. A technical service engineer restarted pcomm and ntcomm and verified patient profiles and orders to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation 4000 system that it had a communication issue. Patient orders were not crossed. The customer reported an issue occurred when dispensing medications to patient. There were no adverse events or injuries reported based on this incident.